Event description:
It was reported that a patient trialed the ilet pump and experienced hyperglycemia with readings over 300 and prolonged hypoglycemia, with the patient attributing cheilitis and mastitis to sustained hyperglycemia; the medical device problem and device component were not specified due to insufficient information. Symptoms included unspecified clinical effects due to insufficient information. Outcomes included unspecified impact due to insufficient information. Investigation included communication and interviews, and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the available details were insufficient to identify a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.